Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of anxiety-product/procedure, pain, other-medical, lump/nodule, cyst, crease/folding of implant, calcification and capsular contracture was reviewed on (B)(6) 2024, it is not possible to determine the lot number or catalog number of the photos provided. Visual analysis of the photographs identified: anxiety-product/procedure: unable to observe. Pain: unable to observe. Other-medical: unable to observe. Lump/nodule: unable to observe. Cyst: unable to observe. Crease/folding of implant: observed creases on the device. Calcification: observed calcification. Capsular contracture: unable to observe. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side "recall". Device was explanted. Healthcare professional later reported right side "patient related pain", "0.7 cm intramammary lymph node on the right", "solid, hypoechoid, well-defined nodule, not producing a posterior acoustic effect, measuring 0.7 x 0.4 cm, located in the qsl of the right breast (10 hrs)", "breast nodules, with probably benign characteristics", "intramammary lymph node on the right" and "radial folds" confirmed via MRI and ultrasound. Healthcare professional later reported right side "encapsulation, body pain, breast pain, folds under the prostheses and capsular contracture.", "columnar cell change, intraluminal microcalcifications, ductal ectasia, apocrine metaplasia, microcystic adenosis, cysts, pseudoangiomatous stromal hyperplasia." It was reported capsular contracture baker grade IV. The events of ¿ductal ectasia", "apocrine metaplasia¿, and ¿pseudoangiomatous stromal hyperplasia¿, and ¿microcystic adenosis¿, ¿columnar cell change¿ are not device related. Device has been explanted.

Event description:
Healthcare professional reported right side "recall". Device was explanted. Healthcare professional later reported right side "patient related pain", "0.7 cm intramammary lymph node on the right", "solid, hypoechoid, well-defined nodule, not producing a posterior acoustic effect, measuring 0.7 x 0.4 cm, located in the qsl of the right breast (10 hrs)", "breast nodules, with probably benign characteristics", "intramammary lymph node on the right" and "radial folds" confirmed via MRI and ultrasound. Healthcare professional later reported right side "encapsulation, body pain, breast pain, folds under the prostheses and capsular contracture.", "columnar cell change, intraluminal microcalcifications, ductal ectasia, apocrine metaplasia, microcystic adenosis, cysts, pseudoangiomatous stromal hyperplasia." It was reported capsular contracture baker grade IV. The events of ¿ductal ectasia", "apocrine metaplasia¿, and ¿pseudoangiomatous stromal hyperplasia¿, and ¿microcystic adenosis¿, ¿columnar cell change¿ are not device related. Device has been explanted.

Manufacturer narrative:
E1. Phone number continued: +(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: anxiety-product/procedure, pain, lump/nodule, crease/folding of implant, breast pain, capsular contracture baker grade IV, calcification, cyst(s), ductal ectasia, apocrine metaplasia, pseudoangiomatous stromal hyperplasia, microcystic adenosis, columnar cell change.